Event description:
It was reported that the patient presented for a follow-up in the clinic with an infection manifested as redness and swelling over the implanted generator site. The pacemaker and right ventricular lead and right atrial lead were explanted due to infection. The patient was stable throughout.

Manufacturer narrative:
Please retract this report 2017865-2024-00581 as the the infection is not related to the implant site or product as the infection occurred due to another factor or source.